Manufacturer narrative:
The actual event date was not provided; this date is based on the date of publication of the article (month and day unknown). It was not possible to match these events with any previously reported events. (B)(4).

Event description:
Hammett, t. C. The survival of intrathecal baclofen pumps in neuromuscular scoliosis. Spine journal. 2012;12(9):110s-111s. Doi: 10.1 016/j.spinee.2012.08.301 summary: we reviewed the charts of 12 scoliosis patients undergoing itb therapy to examine the implications of corrective surgery on the integrity of the pump system as well as implications for catheter insertion/revision in those patients who have undergone lumbar fixation. Reported event: out of 10 patients who had a pump in-situ at the time of scoliosis surgery, 5 had pump failure, damaged beyond functional use, and 3 had severed catheters as a direct result of the surgery. Of those patients whose system failed, 5 underwent re-implantation via a posterior cervical approach. It was not specified how many of the 5 were in the pump malfunction group vs. The catheter malfunction group. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.